Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of lead abrasion, unacceptable capture threshold and oversensing noise were confirmed. Visual examination found an external insulation abrasion breaching the outer insulation and exposing, abrading, separating the outer coil at the proximal region of the lead. The cause of the reported events of lead abrasion, unacceptable capture threshold and oversensing noise was isolated to the exposure, abrading and separating of the outer coil at the abrasion zone consistent with friction to the device can.

Event description:
During an in-clinic follow-up, increased capture threshold, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. A revision procedure was performed and lead abrasion was visually confirmed during the revision. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.